Event description:
While preparing new trach and evaluating the pilot balloon of the trach prior to insertion, this rt noticed that the balloon was not correctly inflating. Attempted multiple (4) trachs and each of them had defects to the pilot balloon when filling with water. Defective trachs given to respiratory clinical lead. Ordered more trachs to the unit in attempting to find an effective trach to replace current trach. Delay of planned change of trach.